Event description:
It was reported that during the implant procedure the collar, spindle cap, of the implant snapped during the procedure. The broken implant was removed and the procedure was aborted.

Event description:
It was reported that during the implant procedure the collar, spindle cap, of the implant snapped during the procedure. The broken implant was removed and the procedure was aborted.

Manufacturer narrative:
The returned spacer was analyzed and the reported event was confirmed, and revealed that the spindle cap was completely sheared off from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing and indicates the failure was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. Based on all available information, engineers concluded that the reported damage was due to unintended use error caused or contributed to event.

Event description:
It was reported that during the implant procedure the collar, spindle cap, of the implant snapped during the procedure. The broken implant was removed and the procedure was aborted.